Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial events were falling into the refractory period was possibly leading to device pacing. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.